Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report the receiver initialized without a manual restart on (B)(6) 2015. There was no report injury or medical intervention. No additional patient or event information is available.